Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the tip has fractured off and all the pieces were returned. The fracture site and type is consistent with juggerstitch "meniscal" repair device curved needle insert fracture in which bending overload type of failure was identified. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the inserter of juggerstitch was fractured and remained in the patient temporarily during surgery. The fractured parts was removed from patient's body in the surgery. Attempts have been made and there is no further information at this time.